Event description:
Dart portion at the end of suture broke off and resulted in a retained foreign body. Disclosed to family and patient and decision to leave in place was made. Another similar incident occurred but the dart was retrieved.